Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinical started that lodi implant failed to osseointegrate. The clinician did not provide the following info: amount of torque used on abutment and implant; whether primary stability was achieved; whether implants were immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. Since the clinician was not able to provide zest with the lot number, zest was unable to review the specific lhr records. However, all zest prod that are shipped out must meet their specific prod spec and must be approved for prod release. Any issues are successfully resolved prior to the release of all implants. No further action is required.

Event description:
Lodi implant failed to osseointegrate.